Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process. After completing the reset, the pump no longer displayed the cgm error, and the caller successfully started a new sensor session.